Manufacturer narrative:
Product event summary: two controller ac (cac) adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed on (B)(4) as this battery charger operated as expected during bench testing. However, (B)(4) failed due to an intermittent power/ground wire that is creating an unstable direct current (dc) voltage output (short). The confirmed malfunction is related to the reported event. The root cause of the reported event is an intermittent power/ground wire that is creating an unstable dc voltage output (short). This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter, controller ac adapter / (B)(4) / model #: 1425us / expiration date: 2014-09-01. (B)(4). Return date: 2015-10-02. Mfg date: 2013-09-01. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two controller ac adapters would not power the controller when properly connected. The controller ac adapters were replaced. No patient complications have been reported as a result of this event.